Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were confirmed and reproduced by loading a set. The messages were found to be caused by a loose upper link screw. The screws were replaced.